Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been determined to be product related, however, the cause of the customer reported failure mode cannot be determined. The force bipolar has not been returned to intuitive surgical, inc. (Isi) for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for part# 471405-06/ lot# k10210927 0046 associated with this event has been performed. Per logs, the force bipolar was last used on (B)(6) 2022 on system (B)(4) with 5 uses remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from the customer, this complaint is being reported due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the damage at the wrist. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a broken force bipolar instrument. The customer explained that the instrument cable was broken at the wrist and the instrument could not be removed from the cannula. The customer removed the instrument and the cannula at the same time. The customer installed a new cannula and a backup instrument of the same type, and proceeded with the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator stated that the procedure was a robotic assisted repair of the right recurrent inguinal hernia repair with mesh. The procedure was completed robotically with no injury to the patient. The instrument was inspected prior to use and no damage was noted. The force bipolar instrument's cable was broken at the wrist and the instrument could not be removed from the cannula. There was loss of cautery associated with the damage. The instrument had collided with the cannula during the procedure. There was no fragment fall inside the patient and the surgeon confirmed this with exploration. There were no loose components from the instrument, the jaw of the instrument was not dislodged. The instrument is available to be returned.